Event description:
Additional information was received from a hcp. The pump delivered intrathecal compounded baclofen (concentration 10mcg/ml; dose 0. 965mcg/day), hydromorphone (concentration 25mg/ml; dose 2.413mg/day), and clonidine (concentration 100mcg/ml; dose 9.65mcg/day). The patient had no known drug allergies. The patient had last been seen by this hcp in august 2015. The hcp was informed that the patient was in the hospital. The patient was currently overdue for a pump refill. The patient was told to schedule an appointment when he was released from the hospital. To the hcp's knowledge, the patient fell. The hcp was unaware of the oversedation. The pump was checked in the hospital and all was well.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were complex regional pain syndrome type ii and non-malignant pain. It was reported that the patient had arrived in the hospital on (B)(6) 2016 for a problem that was not related to the pump therapy. They were noticing that the patient was overly sedated during the day. The hcp wanted to know if the pump was running and the pump dosing information, but they had not been able to arouse the patient to get that information. It was stated that the change in symptoms had been sudden. The reporter was to follow up with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.